Event description:
It was reported that the 7800 systems five minute fluoro timer is disabled. This was determined during annual inspection. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified software issue. Upgraded software to correct fluoro timer. The system was tested and found to be working as intended and placed back into service.